Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Poor tech-inaccurate reference note: manufacturer contacted customer in a follow-up call on 26-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. Customer run back-to-back test and got 186/171 fasting and states that the results are too high. The expected fasting blood glucose test result range is 100-109mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 155 and 148mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/18/2022 and open vial date is two weeks ago.the meter memory was reviewed for previous test result history. (B)(6).